Event description:
The machine removed too much weight and multiple weight incorrect alarms occurred. Patient was disconnected from machine because of alarms. Treatment was resumed on another machine without incident. The patient did not experience any adverse effect.